Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-08502 and 2134265-2016-09101. It was reported that automatic pullback failure had occurred. During a procedure, a motor drive unit 5 plus was used in conjunction with an unknown catheter and sled. However, sometime during the procedure the motor drive would not pullback. Manual imaging could be done. And the motor drive would not move on the sled. No patient complications reported.